Event description:
The customer reported that the telemetry device has no sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has no sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had audio. The technician was unable to recreate the allegation during the evaluation. Based on the results from the evaluation, it is determined that the device was working as intended. The root cause of the customer's allegation is unknown. At the repair bench, the outdated part were replaced/updated as part of the refurbishment process. There was no actual malfunction of these parts. The device was returned to the customer.